Event description:
It was reported that the remote monitor would not power up, even after trying multiple outlets and ensuring that the cord was connected properly. A new power cord was sent to try. No patient complications have been reported as a result of this event. It was further reported that the new power cord did not resolve the issue. The monitor was replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.